Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ql04, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic representative reported that patient's device system was explanted due to infection. The removal was in the beginning of (B)(6) 2016. The representative did not have information regarding cause of infection and troubleshooting. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.